Event description:
Our MDR - after an implantation time of about 5 months, a vf episode without shock delivery was reported. The measurement values of the lead were in normal range. The device was explanted. No worsening of the patient's state of health was reported.

Manufacturer narrative:
Our MDR - the analysis of the lead showed that abrasion had damaged the insulation. This damage scenario is probably the reason for the clinical complaint. An abrasion on the insulation presupposes extreme mechanical stress on the lead over a longer period of time. The position and the characteristics of the abrasion presuppose extreme mechanical stress on the lead in the valve area. There are no x-rays or other types of diagnostic images available for the analysis that could provide information about the positional relationships of the implanted system in the body. No manufacturing or material defects could be detected.